Event description:
A malfunction alarm was reported, and it caused the customer's blood glucose level to exceed 500 mg/dl. Specific values were unknown, but the level was displayed as "high." The customer had not taken any actions to address the high blood glucose level at the time of the report. Customer support confirmed that the pump's malfunction code was not resettable, and a replacement pump would be sent. The customer was advised on steps to take upon receiving the replacement and to use multiple daily injections (mdi) as backup therapy. Instructions were also provided for putting the pump into storage mode before returning it using a pre-paid ups label within 10 days.